Manufacturer narrative:
No additional information at this time. Once additional information is received we will report as required.

Event description:
It was reported that the 9600+ system would not take x-rays. There was no report of patient injury.